Event description:
Allegedly revised due to malfunction of the unit.

Manufacturer narrative:
Customer was contacted to determine facts of incident. Driving in neighbor's yard and unit suddenly tipped over. Per customer "unit keeps tipping to the left". "Unit runs fine on sidewalks". Authorized service center to visit customer and inspect the unit for defects or malfunctions. Per service center report dated (B)(4) 2009, unit performs and runs acceptably. Unit was test driven, trying to tip unit, by service center rep - tested ok. Inspected undercarriage for any damage, inspected ok. Determined to be user error, no further action required.